Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No frozen screen noted; unit powered up properly after battery installation. Unit received with operating currents within specifications. No failed battery test noted. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have a few issues with insulin pump. Customer reported that battery compartment was damaged. Customer reported of receiving a failed battery test alarm; display screen was frozen; and buttons were not responding. Customer was advised that insulin pump would need to be replaced.